Event description:
A zoll patient service representative (psr) called zoll customer support to report that a (B)(6) male patient's monitor had exposed wires. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (exposed wires) was confirmed. Upon investigation, the monitor's electrode belt connector was broken free from the monitor case and the black pulse wire was severed. The root cause for the damaged connector could not be positively identified, but the damage likely resulted from the monitor being dropped while connected to an electrode belt. No adverse event resulted from the damaged connector and broke wire. The patient received a replacement monitor.